Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the lower case was dented and contaminated, the upper case, battery release, bail cover, ring and battery drawer were contaminated, the battery contacts were compressed and the display was out of electrical specification with missing pixels. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.